Event description:
A doctor alleged that black specks were present in the sonicfill composite after light curing restorations for multiple patients.

Manufacturer narrative:
Specific information with regard to the number of patients affected, ages, genders, and weights were not provided. The office could not recall patient or incident details. The office reported that the composite was drilled out and the procedure was repeated during the same office visit for each of the patients. To date, each of the patients are doing fine. The product involved in the alleged incident was returned in a condition which made analysis impossible; therefore, a visual evaluation was performed on a retained sample, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.